Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, battery tube, vibrator, and keypad assembly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 166 mg/dl at the time of the incident. Troubleshooting was performed and customer stated that the display did not return. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that last night, the battery icon had one bar left and it did not alarm low battery. Customer changed the battery and the pump still did not turn back on.